Event description:
During evaluation of a returned spectrum iq pump, the device under infused. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation, the device under infused. The cause was identified to be an out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.